Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the bag was torn when the specimen was being retrieved extra-corporally. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the pouch device found that it was received fully deployed; the bag was not returned. The suture was attached to the device and it was found to be cut. No functional test could be performed since the instrument was fully deployed and the bag was not returned; however the device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. It could not be determined what may have caused the event reported.